Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting. Upon evaluation, the software was corrupt. The cause of the resets is the corrupt software. The cause of the corrupt software is intermittent flash memory bga components u102 and u105 on the computer/analog board sn (B)(4). The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor was resetting.